Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Patient's mother reset the receiver and it resolved the issue. Patient's mother did not report any injury or medical intervention.